Event description:
Customer called to report a wash concentrate reservoir leak from the unicel dxc 600i synchron access clinical system. On the following day, the field service engineer (fse) inspected the instrument and replaced the wash concentrate canister/reservoir. The fse then verified instrument performance to ensure that the services performed effectively resolved the leak issue. Customer stated that no erroneous patient results were generated and that no one was affected by the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).